Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered 6 units of insulin instead of 0.6 units due to user error. The customer's blood glucose (bg) level subsequently decreased to 52 mg/dl. Customer drank orange juice and consumed chips to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.